Event description:
According to the reporter: intraoperative the probe got loosen from the pressure plate and got stuck in the esophagus. The pressure plate was removed from the endoscopical department. There were no discrepancies noted during the gastroscopy performed the day before surgery. The probe was pulled by the surgeon with normal force. The eea was not fired, because it was also not connected with the pressure plate. The surgeon asked his colleagues from the endoscopical department to remove the pressure plate with a magill-pincer. No patient injured, operative time was extended by more than 30 minutes, no additional blood loss, no extension of the incision, no change of op, and no tissue loss or damage.

Manufacturer narrative:
(B) (4).